Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the internal carotid artery. A 4.5mmx30mmx135cm (4f) sterling balloon catheter was advanced to dilate the lesion. During inflation, balloon leakage was noted, possibly a pinhole. The device was completely removed. No patient complications were reported and the patient's status was good.